Manufacturer narrative:
The patient has a history of diabetes and it is unclear how much of a role this condition played in the failure to heal. There are concerns around patient compliance with post-op wound care and it is unclear what role this played in the failure to heal as well. No lab results were shared with the firm to confirm presence or type of infection.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. After implanting the system, the surgical incision site failed to heal as expected. The patient was administered antibiotics and referred to a wound care specialist, who treated the site for several weeks without success. On (B)(6) 2026 a full system explant was performed due to unresolved symptoms of infection and poor wound healing.